Event description:
It was reported that shortly after a device upgrade, the atrial lead exhibited noise and a loss of sensing. The physician attempted to reposition the lead, but it was not possible to find a new location with improved sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead exhibited apparent explant damage.